Event description:
The customer states that one patient sample generated an initial axsym hiv 1/2 group o assay result of 0.16 s/co (non-reactive). The customer retested the sample on another axsym analyzer in the lab and generated results of 24.57 and 24.28 s/co (reactive). A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Axsym analyzer list#: 7a83-01 serial#: (B)(4). The abbott axsym system, serial number (B)(4), generated erratic hiv 1/2 go patient results. The axsym system generated negative results on a sample known to be positive. An abbott field service representative (fsr) found that the processing syringe valve on the axsym system was leaking with splashing observed in the processing wash zone. The fsr replaced the damaged syringe valve and replaced and calibrated the damaged processing probe to resolve the issue. The fsr recalibrated the hiv 1/2 go assay, ran controls, and reran the known positive samples to verify the axsym system's performance. The axsym system operation manual (list no. 9a26-06) was found to contain adequate information on probable causes and corrective actions for resolving discrepant results. The malfunctioning syringe valve and processing probe are the most likely cause of the discrepant results. Troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision, lists multiple probable causes and corrective actions for inconsistent, discrepant, and/or erratic results. The probable causes listed include dirty, malfunctioning, misaligned or damaged probe, and malfunctioning of the processing syringe and valve. Corrective actions listed include replacing and calibrating probes, and replacing syringes and valves. A malfunction of the axsym analyzer was identified. The investigation indicated erratic patient results were most likely caused by a malfunctioning syringe valve and processing probe. The actual cause of the erratic results generation could not be determined with the available information. The axsym analyzer has not generated erratic results since the fsr replaced the malfunctioning syringe valve and processing probe. This is a final report.